Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 had repeated failures. A field service engineer ran the 10,000 report and found that the device had an extensive failure history. Using diagnostics, removed all cubie pockets from both drawers 3.1 and 3.2, powered down the device, reseated both tray connections, cleared debris from the row trays, reassembled the drawer, and rebooted the system successfully. The customer then tested the half height cubie drawer and confirmed it was working without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, repeated drawer failure. User tried to reboot but drawer 3 failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.